Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in a very tortuous circumflex artery using a radial approach. Pre-dilatation was performed with a 3.0 x 20 mm non-abbott balloon at 14 atmospheres, reducing the stenosis to less than 40%. The 3.0 x 18 mm implant delivery system was advanced, but during the attempt to cross, the proximal shaft separated. Only slight resistance had been noted during the advancement through the tortuosity. The distal section was easily removed. The result of the pre-dilatation was considered sufficient; therefore, no further intervention was performed. There was no clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported proximal shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.